Event description:
The patient presented in the emergency room with low rhythm. Upon interrogation, the device was found in backup vvi with no defib support. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
As received, no communication could be established with the device due to low battery voltage. With another battery attached, the device exhibited normal characteristics; no high current drain was detected. Due to a lack of archive session records, a longevity calculation was performed based on default parameter settings and found to be within expected performance. No anomaly was detected and the device met all specifications.